Manufacturer narrative:
Additional data: event: the reporter indicated that a 13.2mm, micl13.2, -13.0 diopter, implantable collamer lens was implanted on (B)(6) 2018 and explanted on (B)(6) 2019 due to sizing issue. Device evaluated by MFR: lens was returned dry, in cartridge case. There was clear surgical residue on product. Visual inspection found the optic and haptic were torn. There was residue on lens, the lens was returned in four pieces. Patient code 3191: secondary surgical intervention, explant. Claim#: (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -13.0 diopter implantable collamer lens that was implanted on (B)(6) 2018 is scheduled to be removed due to sizing issue. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.